Event description:
It was reported that a malfunction occurred after the customer went through a tsa metal detector with their pump while traveling. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, as they had not previously done so within the last 24 hours, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support again if any malfunction code reappears.